Event description:
It was reported that the pump language was in the wrong language. There was no reported impact to customer's blood glucose level. Customer changed the language and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.